Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, xt-r, gaia 1st, 2nd, guide cath: heartrail jr4. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties of balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the traveler rx, global instructions for use states: caution: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the 1.5 x 15 mm traveler rx dilatation catheter was prepared inside the anatomy. During the procedure to treat a target lesion in the proximal right coronary artery, with chronic total occlusion, the traveler rx dilatation catheter was used for pre-dilatation. During the first inflation, the balloon ruptured at 10 atmospheres. The traveler dilatation catheter was removed from the anatomy without difficulty and a second traveler rx was used. The procedure was completed with implantation of a xience alpine stent. After the procedure, outside the patient anatomy, a pinhole rupture was confirmed in the traveler dilatation catheter. There was no clinically significant delay and no adverse patient effect. No additional information was provided.